Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two of the heartstring iii devices failed to load properly as the seals remained in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report # 2242352-2012-00755.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. The heartstring iii device showed signs of clinical usage and evidence of blood. The delivery device was received outside of the loading device. The seal was inside the body of the loading device. The safety lock and white plunger was not depressed on the delivery device. Based upon the evaluation result, the reported complaint was confirmed. (B)(4).